Event description:
It was reported that the patient had a stitch revision in (B)(6) 2017 due to having a bump over their generator, and that the revision was for patient comfort. It was later reported that the patient was scheduled for a second stitch revision due to tenderness around the vns generator. The patient reported that they had the sensation of the skin feeling like rubber immediately after the revision, but it went away after a month or so. The patient's pain had begun again. The medical professional believed that the pain was due to the first stitch revision. Per clinic notes, a raised suture of the generator surface was felt through the skin. No surgical intervention has occurred to date. No additional information has been received to date.

Manufacturer narrative:
Describe event or problem; corrected data: initial MDR inadvertently did not include mention of the patient¿s itching around the generator site.

Event description:
The clinic notes mentioned that the patient had itching around the generator site in addition to the pain.